Event description:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result obtained on the atellica ch 930 analyzer with serial number (B)(6). The result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer, noted that the repeat result was higher, considered correct, and issued a corrected report. There is no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result obtained on the atellica ch 930 analyzer with serial number (B)(6). The result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer, noted that the repeat result was higher, considered correct, and issued a corrected report. The customer reported that the atellica ch analyzer ((B)(6)) failed and that a leak was found in the reaction washer when performing maintenance. The laboratory performed a lookback, decided to repeat the samples from the previous routine, and identified discrepancies in the results. Siemens assisted the customer and noted that the quality controls (qc) processed on (B)(6) 2024, until 5:29 am were within the customer's acceptance range, and the analyzer's graph showed a moving average failed at 08:02 and 07:02. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted that the analyzer presented an error in the qc and tests because the reaction wash probe #5 valve failed and diluted the patient's sample. The cse replaced the valve and verified the performance of the analyzer. The cause of the falsely depressed ecre3 result was due to a faulty valve.